Event description:
It was reported that the customer had been receiving different alarms on the insulin pump. The customer's blood glucose was 156 mg/dl. The customer reviewed the alarm history on the insulin pump and found that she had received an external ram crc error alarm as well as an unexpected restart alarm. The customer stated that the alarms did not occur during the rewind or prime sequence. The customer further mentioned experiencing a blank display and the battery out limit alarm. Troubleshooting was done. The customer received another unexpected restart alarm during troubleshooting. Advised the insulin pump needed to be replaced. Advised customer to monitor the insulin pump and continue wearing the insulin pump until the replacement insulin pump arrived. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies or battery out limit alarms noted. However, the insulin pump was received with corroded battery tube. No unexpected a21 alarms or a17 alarms noted. The insulin pump has cracked case at display window corners, broken belt clip slot and with minor scratches on lcd window.